Manufacturer narrative:
Batch review performed on 26 july 2017. Lot 155685: (B)(4) items manufactured and released on 18 march 2016. Expiration date: 2021-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201 lot. 155931 (k112115): (B)(4) items manufactured and released on 18 january 2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Versafitcup dm double mobility hc liner ø 52/28 code 01.26.2852mhc lot. 154846 (k092265): (B)(4) items manufactured and released on 26 november 2015. Expiration date: 2020-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 52 code 01.26.52mb lot. 155802 (k083116): 70 items manufactured and released on 25 january 2016. Expiration date: 2021-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision of all the implants due to suspected infection 1 year and 1 month after primary. The surgeon implanted a stem and dm liner and metal head during the first step of the revision surgery, as there was not any cement spacers available at the hospital. No cup was implanted. When the infection is cleared these components will be removed and the definitive ones implanted.